Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. No error messages were observed on any bwi equipment during the procedure. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly; the force values were observed within specifications. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. No error messages were observed on any bwi equipment during the procedure. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product was discarded; therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device with lot # 30118270l, and no non-conformances related to the reported complaint condition were identified. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure after transseptal puncture, the thermocool® smart touch® sf bi-directional navigation catheter and pentaray catheters were placed. During prevoltagemap created, the pentaray catheter was removed. When the left atrium was approached by the thermocool® smart touch® sf bi-directional navigation catheter, the patient¿s blood pressure dropped. Cardiac tamponade was checked by sound and the reminder of the procedure was aborted. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. Patient¿s blood pressure returned to normal after pericardial drainage. The patient left the electrophysiology (ep) lab and was sent to a hospital room. There¿s no information regarding extended hospitalization, patient¿s outcome and physician causality opinion. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
On 2/21/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. No physical damage was observed upon initial visual inspection. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, on 2/21/2019, additional information about the event and patient was received. It was reported the patient was a female weighing 120kg. The adverse event occurred during the procedure after transseptal puncture and during the mapping phase. It was confirmed there¿s no information regarding extended hospitalization. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. No error messages were observed on any bwi equipment during the procedure. The generator was used in power control mode. The patient¿s diagnosis pre-procedure was atrial fibrillation. Correction:the following concomitant products were inadvertently omitted from the initial 3500a: concomitant products: pentaray nav eco (us catalog # d128211, lot # 30126717l); c3 external reference patch (us catalog # crefp6, lot # ll016802); smartablate tubing (us catalog # sat001, lot # ac4307385); soundstar eco catheter (us catalog # 10439011, lot # e8136962). Manufacturer¿s ref # (B)(4).